Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room and hospitalized on (B)(6) 2020 due to high blood glucose level and heart attack. The customer also mentioned that they went to the hospital second time due to blockage. The customer was treated with insulin pump for high blood glucose level and had put 2 stents for blockage. The insulin pump will not be returned for analysis.